Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the reported phenomenon was attributed to the failure of the ccd unit, which might be caused by the material deterioration of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. When the subject device was replaced to another camera head, the reported image issue was resolved. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.